Event description:
The ventilator was connected to the pt. The customer reports the simv potentionmeter fluctuated. The ventilator was removed from the pt. There was no pt injury. No alarms were active.